Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer was mentioned motor error alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed. The drive support cap was normal. Customer was assisted with displacement test and insulin pump was died. The device will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test and verify motor error alarm due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Motor passed motor test.